Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section e1: physician information updated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.